Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.25 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent identified no stent damage. The crimped stent outer diameter was measured by snap gauge and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 52.2cm distal from distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination (visual and vi scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that shaft break occurred. A 2.25 x 20mm synergy xd drug eluting stent was loaded onto the wire; however, the shaft broke in half before entering the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.25 x 20mm synergy xd drug eluting stent was loaded onto the wire; however, the shaft broke in half before entering the patient's body. The procedure was completed with another of the same device. No patient complications were reported.